Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature end of life after numerous inappropriate charges due to "malsensing".